Event description:
The individual allegedly became allergic to latex from wearing latex gloves in the performance of her job duties as a registered nurse. On july 26, 1996 the individual was notified she was allergic to latex.